Event description:
It was reported that pump insulin gauge displayed an amount different than expected and that fill estimate remained static at 60 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large differences in measured pressures used to estimate remaining insulin and was informed that fill estimate would begin counting down normally once actual insulin amount matched displayed value, and caller understood and acknowledged this information.